Event description:
It was reported that, during the implant procedure, there was an error message. The doctor discovered a connection issue and chose to implant a different device. There were no adverse patient effects.